Event description:
It was reported that an error message and a device measurement anomaly were observed on the device. The device was reprogrammed to its nominal settings to resolve the event. The patient is stable with no consequences.